Event description:
The customer reported that during a diagnostic ebus procedure [endobronchial ultrasound bronchoscopy], the single use aspiration needle failed upon initial clinical use. The doctor was advancing the needle, and the sheath was advancing as well. The issue occurred twice during the procedure. There was minimal delay as they were able to open another needle and complete the procedure. There was no patient injury reported due to the event. No fragments were observed on the distal tip.

Manufacturer narrative:
The subject device is expected to be returned to olympus for evaluation. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. The subject device is expected to be returned to olympus for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. However, based on the results of the investigation, it¿s likely the reported event was a result from forcing, not securing the sheath adjuster on the device. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿when loosening the sheath adjuster knob, do not rotate it with excessive force as a retaining clip may come off. The device will function properly without the clip. However, if the sheath adjuster knob is rotated completely out and then cross-threaded during reinsertion, the sheath¿s position in the endoscope may not be held securely" olympus will continue to monitor field performance for this device.